Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the buttons required excessive force to activate a response. The buttons were observed to be misaligned. It was also observed that the buttons do not always spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up and down arrow buttons are intermittently unresponsive and stick down. It was reported that the keypad is not peeling. Additionally, the pt does not expose the pump to water.